Event description:
It was reported that while suing a bd micro-fine insulin pen needle, the needle broke off in the consumer's injection site. The consumer went to an urgent care and an ultrasound was performed. The ultrasound showed an unclear image at 7mm depth that could be a broken needle. However, the decision was made not to provide any surgical intervention.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history records revealed no irregularities for the reported lot number 3249033. Conclusion: without a sample, an absolute root cause for this incident cannot be identified. (B)(4).